Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found. It was noted that there was blood in/on the helix (sleeve head).

Event description:
It was reported that during implant attempt, the helix would not extend upon repositioning. The lead was not implanted. No paitent complications have been reported as a result of this event.